Event description:
It was reported that a patient underwent primary breast augmentation with two unknown mentor gel implants. Post-operatively, the patient was diagnosed, via MRI, with bilateral breast implant ruptures and left breast capsular contracture (baker grade iii). As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2026. During the removal surgery, both implants were actually identified to be intact. The replacement devices were two mentor gel implants. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
An analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: suspect material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).